Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that patient went to the clinic with bridge mobility. Screw at tooth site 20 was fractured at the head of the screw. Pain and inflammation were reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown biomet screw was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type IV). The reported device was located on tooth # 35 (fdi) and was used for an unknown amount of time. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Therefore, based on the available information, device malfunction and the reported event could not be verified. H3 other text : product not returned.